Event description:
The ventilator stopped while it was on a patient. The pt was disconnected and transferred to a new ventilator; while the unit was disconnected, the driver still oscillated. There was no pt compromise.